Event description:
Pt with a known occlusion of the right internal carotid artery and a high grade stenosis of the left internal carotid artery by noninvasive imaging. Pt also receiving anticoagulation for a right hemisphere cva. Pt developing gi and urinary bleeding on anticoagulation, requiring transfusions. Pt taken for carotid stenting. Using road map imaging, the high grade stenosis in the left internal carotid artery was crossed using an 014 guide-wire. Pt given atropine. Balloon angioplasty done with a 4mm balloon. Stenting performed with an 8mm x 3cm precise stent crossing from the common carotid artery into the left internal carotid artery. Post dilatation was performed with a 5mm balloon. Good flow was demonstrated without residual stenosis. Pt was unchanged neurologically at the completion of the procedure. Approx 3 hrs after the procedure, the pupils became fixed and dilated with agonal breathing. Pt coded and expired.